Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent extraperitoneal vaginal vault suspension, anterior repair with mesh, rectocele repair with mesh, bilateral salpingo-oophorectomy, cystoscopy, and suprapubic catheterization due to pelvic organ prolapse, vaginal vault apical prolapse, cystocele, rectocele, stress urinary incontinence, and pelvic pain. Due to mesh erosion, urinary incontinence, leg, groin pain, patient underwent mesh removal on (B)(6) 2012 and was scheduled for an additional excision on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04775. The same patient is represented in each medwatch.